Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer blood glucose was 42 mg/dl at the time of incident and current blood glucose level was 107 mg/dl. Customer treated the low with food and glucose tablets. She states she has been low for 4 hours . Customer declined to troubleshoot. The insulin pump will not be returned for analysis.